Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 206 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer performed a pump rest and was still unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank flashing white light on the display. Pump received with a blank flashing white light on the display due to vertical cracked lcd controller. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.